Manufacturer narrative:
B3 - date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patients right lead had migrated. Surgical intervention was undertaken on (B)(6) 2024, where the lead was explanted and replaced. Therapy was restored post op.